Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer's blood glucose at the time of the incident was 30mg/dl. The customer's current blood glucose is 280mg/dl. It is reported that the customer treated the low levels with food, but they continued to drop down to 24 mg/dl. Troubleshooting was conducted and it was found that the device appeared to be functioning properly. The battery cap is being replaced to rule out for failed battery test alarm.